Event description:
As reported, approximately 6 years 9 months post the initial tha, the patient was revised due to severe osteolysis and poly wear. The poly was in several pieces. No issues with surgery.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 132-40-53 - nv gxl liner lipped 40mm ID, group 3 cups. (B)(6), 188-01-07 - wedge plasma x/o sz 7. (B)(6), 170-40-03 - biolox delta femoral head 40mm 0d, +3.5mm. (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm.